Manufacturer narrative:
The device was not received by zollmedical corporation. A zoll field service representative evaluated the device. The customer's report was not replicated or confirmed. The device was put through extensive testing, which included functional stress testing without duplicating the customer's report. The device was recertified for clinical use. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device displayed multiple "self check" alarms. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.